Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06273 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and soloist single needle electrode were used during a scapula rfa (radiofrequency ablation) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, a console error (h07) message occurred. The generator was reboot, however, the error did not clear. The procedure was not completed due to this event. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis; therefore, the root cause of the reported issue could not be determined. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2009-06273 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a soloist single needle electrode were used during a scapula rfa (radiofrequency ablation) procedure performed on (B)(6), 2009 ((B)(6) old, female patient; weight is unknown). According to the complainant, during the procedure a console error (h07) message occurred. The generator was reboot, however, the error did not clear. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the tamper proof seal was intact. A functional evaluation found that the reported generator error code was displayed. This failure was isolated to the q12 and q13 components on the rf board. Following replacement of the entire rf board, the unit performed as intended. The device passed all performance criteria of its final test procedure. The condition of the returned incident device was consistent with the complaint that a console error (h07) occurred. Based on the evaluation, the failure was attributed to damaged components on the rf board. Therefore, the most likely root cause of this damage is wear and tear (extended use). A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number. (B)(4).